Manufacturer narrative:
The images from the instrument were reviewed. Anti-a was not present in all of the test wells. Since the correct type was run in the same batch, most likely there was a surface bubble on the anti-a at the time of aspiration of the mistyped sample. The galileo operator manual indicates that foam in the reagent vial can cause the liquid level detection (lld) feature of the pipetting system to aspirate foam instead of reagent, which will produce incorrect results or an error.

Event description:
The customer reported that the galileo typed an historically a, positive donor was o, positive. Repeat testing during the same run resulted as type a positive.